Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results for multiple patients that were tested on a cobas 8000 cobas ise module (double). A total of 64 patient results had to be corrected. The customer provided the data for 2 patients that were reportable malfunctions. The customer stated that earlier in the month they were having issues with ise module and decided to not have the issue corrected immediately. The customer had set the analyzer to not run patient samples. Qc testing was performed on the analyzer which automatically allowed patients samples to be unexpectedly run. For patient ID (B)(6) the initial sodium result was 127 mmol/l with a data flag. The same patient sample was tested on another analyzer and had a sodium result of 138 mmol/l. For patient ID (B)(6) the initial sodium result was 127 mmol/l with a data flag. The same patient sample was tested on another analyzer and had a sodium result of 139 mmol/l. Patient ID (B)(6) is an (B)(6) male born on (B)(6). The erroneous results were reported outside of the laboratory. There was no information provided to reasonably suggest that an adverse event occurred. The sodium electrode lot was l17 with an expiration date of 20-aug-2019. The qc data provided showed results that were lower than the expected range. The analyzer alarm history showed multiple sample probe alarms and ise compensation limit alarms. The field engineering specialist found that a valve for the sipper syringe had a slight crack and was leaking. He replaced the valve and flushed the pinch valve tubing and electrodes. The dilution vessel was cleaned. Ise check testing, calibration, and qc testing were completed within specification. No further issues were reported following the service visit.